Manufacturer narrative:
Based on review of the file, this report was downgraded from serious injury to malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the replay study, it was not mentioned in the packaging of the reload the need to use of 15mm trocars. The surgeons started the procedure with a 12mm trocars as for the use of conventional loaders. The case was completed without trocars. They ask that this should be indicated in the packaging. The surgeon introduced the reinforced reload without any trocar (he had to create a larger incision than usual with trocar). The patient recovered without any sequlea.